Event description:
It was reported that black foreign matter was found on the needle of the bd insulin syringe with the bd ultra-fine¿ needle. This was found on 2 syringes prior to use. The following information was provided by the initial reporter: "black discoloration on needle. Black discoloration on needle surface".

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that there is black discoloration on the needle. Both returned syringes were tested and both exhibited dark material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. It shows that this material is most likely epoxy/adhesive. A review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for silicone on od of barrel. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Process: ¿ hubs are pea-shot from the container through the stainless-steel tubing. ¿ then the travel through the cyclone, they drop through a diverter and split between two hub loaders. ¿ hub loaders assemble the hubs on to the rack. ¿ racks loaded with hubs travel down a conveyor towards the cannulator. ¿ they approach the cannulator turning horizontally to receive cannula. ¿ racks pass under mars magnet straightening the cannula in the hubs. The rack passes under one infrared radiation lamp, which causes the adhesive to cure. ¿ then the rack travels through pim, which looks for adhesive (over, excessive, and insufficient). ¿ the racks run through the cascade for lube application and then through the lumen blow. ¿ then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. ¿ the parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. ¿ the finished product pick and place head will not pick it up in the gripper as it is gripping the shield for pick up. Investigation: ¿ a review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for silicone on od of barrel. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause: root cause cannot be determined for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found on the needle of the bd insulin syringe with the bd ultra-fine¿ needle. This was found on 2 syringes prior to use. The following information was provided by the initial reporter: "black discoloration on needle black discoloration on needle surface"